Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Instrument was checked for recognition on an in-house davinci system robot is3000, the davinci system robot successfully recognized the instrument, showing 4 uses left. The pogo pins did not stick and were not contaminated. Engineering was unable to replicate recognition issue. Additional observation not reported by site was a broken cable. One grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci s surgical procedure, the davinci system was unable to recognize the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.